Event description:
This is a report of a patient's caregiver calling baxter's technical service representative (tsr) to request assistance with ending therapy as the patient was experiencing difficulty in breathing. The patient did not feel overfilled but was going to the hospital for evaluation. During a follow up call on (B)(6) 2012, the facility nurse confirmed the patient requested to end therapy early due to difficulty breathing. The nurse indicated the issue of difficulty breathing was reportedly due to pleural effusion. The nurse indicated the patient had a thoracentesis to remove the extra fluids. During a follow up call by global pharmacovigilance (gpv) on (B)(4) 2012 the facility nurse reported: on an unknown date, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex intraperitoneally (ip) for end stage renal disease. On (B)(6) 2012 the patient reported difficulty breathing and was admitted to the hospital with a diagnosis of pleural effusion. In (B)(6) 2012 (date unknown) the patient had a thoracentesis as treatment for the event. On (B)(6) 2012 the patient was discharged from the hospital on (B)(6) 2012 the patient again reportedly experienced difficulty breathing. The patient reportedly had a 2nd thoracentesis for the event of shortness of breath. On (B)(6) 2012 pd therapy was discontinued and the patient began hemodialysis. The patient status was reported as recovered. The nurse indicated that the events of difficulty breathing, pleural effusion and shortness of breath were not related to pd therapy or the homechoice device. Per the nurse, no further information was available.

Manufacturer narrative:
(B)(4). The homechoice device has been requested to be returned to baxter for evaluation. Upon completion of the device evaluation or should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The issue with regards to the device was not confirmed. The assignable cause was undetermined.a service history review was performed, revealing the device has not been previously sent in for service; therefore, previous servicing did not contribute to the reported condition.a device history review was performed, revealing that no exceptions were noted during the manufacturing of this device.